Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer's keypad got stuck during a bolus and the numbers are scrolling on their own. Customer's blood glucose is 8.0 mmol/l. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.